Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an uncomfortable pump pocket as it was moving around. It was indicated that the patient was unwilling to have the pump re-anchored. There was no confirmation as to why there was pump movement. It was stated that the pump was not flipped. It was decided to remove the pump and prior to removal, there was no trouble-shooting performed. It was noted that there were no problems with the pump mechanics. The pump was explanted and discarded. It was also found that the catheter tip was dislodged completely from the intrathecal space. The outcome of the patient was not provided. According to the manufacturer device registry, the drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type.